Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery charger would not recognize a battery pack was inserted. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not recognize a battery) was confirmed. Upon evaluation the battery charger/modem was unable to recognize a battery pack. The cause for the failure was isolated to corrosion on the battery board. The cause for the corrosion was contamination. The root cause of the contamination was unable to be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated charger. The patient received a replacement battery charger/modem.